Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating they didn't remember to reset it so there was no defect. Issue resolved now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the cause of the stim turning off was the battery was low and they didn't know how to turn the stimulation back on. Patient called rep who told them how to turn the stim back on. Issues resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that probably within the last 6 months pt had been noticing that the stimulation would turn off. Pt mentioned that last night they charged the implant but when they checked the therapy the stimulation was off. Agent asked if pushing the top button won't turn on the stimulation. Pt then mentioned that they had forgotten about the top button, but now they remember. Pt also mentioned that the therapy was "reprogrammed not that long ago" and they were informed about the top button. Agent reviewed implant battery low turns therapy off. Pt confirmed that they're able to turn on the stimulation by pushing the top button.